Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported bad keypad, which was reproduced during evaluation. Visual inspection found the cause was a defective keypad. The keypad was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad keypad. The problem occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.